Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The abutment fractured above the implant shoulder. There is no fragment of the abutment or screw stuck in the implant and it also shows nearly no bone attachment. Therefore the failure mode was changed to implant loss. Product information has been corrected in this report. Codes were corrected in this report. Remove codes: health effect - impact code: 4627. Medical device problem code: 1260. Component code: 887. Type of investigation: 4112. Investigation findings: 3252. Add codes: health effect - clinical code: 1932. Health effect - impact code: 4621. Medical device problem code: 2408. Type of investigation: 10. Investigation findings: 213.